Event description:
A caller reported experiencing occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report. The customer changed the cartridge and resumed insulin delivery.